Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, a slightly loose drive support disk was noted. The insulin pump was also received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and a broken belt clip slot.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 281 mg/dl, treated with manual injection. Customer's mother was not sure why she was high and would like to troubleshoot. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother declined troubleshooting for high blood glucose. No further information reported.